Event description:
On (B)(6) 2012, a spontaneous report was received from another manufacturer ((B)(4)) regarding a female (age not reported) who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history, the patient's skin type, and concomitant medications were unknown. The patient received an injection of restylane (volume injected and syringe size unknown) on an unknown date to the lips and multiple unknown sites. The patient did not receive any pre-procedure medications. Additional procedures performed at the time of implantation included an injection of juvederm (cross-linked hyaluronic acid dermal filler) to the "same sites." On an unknown date, after the implantation, the patient developed an autoimmune and connective tissue disorder of the lips and inflammation at the injection sites. On an unknown date, the patient was evaluated by a physician, who diagnosed lyme disease, and recommended surgery to remove the lesions. The patient subsequently underwent surgery of her lips to remove the lesions. As of (B)(6) 2012, the status of the events was unknown. The lot number and expiration date for restylane were unknown. Company comment: the patient additionally received juvederm, therefore unable to assess the events to treatment.